Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter read inaccurately high in comparison to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2017, at 5 pm. The patient reported obtaining alleged an inaccurate high blood glucose result of ¿321 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that she manages her diabetes using insulin (self-adjuster), and made no changes to her normal diabetes management regimen in response to the alleged inaccurate reading. The patient stated that after the product issue (time unknown), she developed symptoms of ¿shaky and weak¿, she denied receiving or requiring any treatment in response to the alleged symptoms. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, the csr noted that the patient was unable/unwilling to confirm if the strips had been open longer than the discard date, had expired, or had been stored correctly. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.